Event description:
Customer alleged blood glucose results of 103 mg/dl and 64 mg/dl when testing was performed back-to-back on the advantage system. The customer stated she had no symptoms with the 103 mg/dl result and had symptoms of low blood glucose 10 minutes later with the 64 mg/dl result. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.